Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set tubing disconnected from the pump event on (B)(6) 2026. No further information available.